Event description:
The customer called reporting of intermittent false low sodium (na) and calcium (calc) and false high chloride (cl) results which were generated on a synchron cx5 delta clinical system for multiple patients on (B)(6) 2012. The customer stated that when the anion gap calculations flagged the results, samples were repeated on the instrument after recalibration and qc. Erroneous results were not reported out of the lab and there was no change to patient treatment attributed to this event. The customer had provided instrument printouts for 5 patient samples, but 2 of the samples were within assay precision claims. The customer initially stated that calcium (calc) results were erroneously low, but upon follow-up on (B)(4) 2012, the customer said to disregard that statement as the customer could not find any results to confirm it and the instrument printouts provided by the customer did not have calc results. Upon review of the instrument printouts provided by the customer, a similar event which occurred on (B)(6) 2012 was discovered. Please see medwatch #2050012-2012-00750 for the report of the event which occurred on (B)(6) 2012. Beckman coulter field service engineer (fse) was dispatched and found that line # 14 from the electric injection cup (eic) to the flowcell was too long. The line was shortened and issue appeared to have been resolved.